Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. The customer stated the numbers were ramping during bolus. The customer also mentioned cosmetic damage due to wear and tear on her insulin pump. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked reservoir window, cracked reservoir tube, and a cracked case near display window corners were noted during a visual inspection. All buttons function properly. However, moisture damage was noted on keypad traces. No ramping numbers noted on the display.